Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered on the cassette during treatment. The patient was connected during the incident. The film on the back of the cassette was not loose. The patient received fill complication encountered and lf22 - m31 air detected in cassette warning messages during fill 1 of 4 of treatment and prior to the fluid leak. The patient was advised to let the cassette door dry before resetting up with new supplies. There was no patient injury noted. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd). Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarms. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their treatment on the night of the reported event and has resumed treatment using the cycler without further issue. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered on the cassette during treatment. The patient was connected during the incident. The film on the back of the cassette was not loose. The patient received fill complication encountered and lf22 - m31 air detected in cassette warning messages during fill 1 of 4 of treatment and prior to the fluid leak. The patient was advised to let the cassette door dry before resetting up with new supplies. There was no patient injury noted. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd). Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarms. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their treatment on the night of the reported event and has resumed treatment using the cycler without further issue. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.